Event description:
It was reported that the display screen and the battery loading slot have physical damage. The blood glucose reading was not known. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratches on the reservoir tube window. No crack on the lcd display window noted.